Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis did not confirm the reported clinical observations. Further analysis noted a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the laboratory analysis identified premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that decreased signal amplitude measurements were observed on the captured electrogram (egm) for this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Review of the captured egm noted decreased signal amplitude measurements in all sensing vectors, however, signals in the alternate vector were noted to be very small. Technical services (ts) discussed the possibility of an overall signal amplitude reduction, however, discussed potential troubleshooting options. Additional information was received that this device was later part of a system explant due to therapy upgrade/downgrade with no new system being noted to have been implanted. No adverse patient effects were reported. The product has been received for analysis.